Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 45mg/dl. Troubleshooting found that the customer resolved the low blood glucose with a complete set change. Troubleshooting also advised customer on proper tape application as customer mentioned issues with tape adhering. Customer declined further low blood glucose troubleshooting. Customer was advised to monitor the pump and low blood glucose and call back if necessary.